Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted with cystoscopy, bilateral sacrospinous fixation, enterocele, and repair anterior/posterior colporrhaphy due to vaginal prolapse and stress urinary incontinence. It was reported that patient experienced chronic pain, mesh exposure and mechanical complication of implanted device, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent excision of mesh and anterior mesh revision of mesh and revision of pinnacle graft, enterocele repair and cystoscopy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.